Manufacturer narrative:
D10: concomitant devices: (B)(6), 350-02-02 - talar implant sz 2 rt. (B)(6), 350-12-03 - tibial plate fb sz 3 rt. (B)(6), 350-10-03 - ankle sz 3 locking clip. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 54 months after a right total ankle replacement procedure, the patient underwent a revision procedure to address polyethylene wear, periprosthetic cysts (tibia and talus). Revision surgery operative notes were provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0024-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."